Event description:
Agent initially contacted technical solutions inquiring about the potential causes of an underinfusion. Agent reported that the patient was brought in for a refill, where the staff expected 4ml, but pulled 11ml. Technical solutions asked the agent to walk through some information about the patient. The agent reported that there are no known mris, falls, or traumas reported by the patient. The patient stated that they have recently felt a lack of pain relief but they could not discern when exactly this started. A catheter study was performed and showed the catheter to be patent. Later communication confirmed that the patient received a dose adjustment at their previous appointment. Agent later contacted technical solutions to report that another dye study and volume check were performed. An underinfusion volume discrepancy was observed, with the expected volume being 13ml and the actual aspirated volume being 20ml. The physician noticed no issues with the catheter. A replacement surgery was performed in which the original pump was checked for functionality by running a demand bolus. Fluid was observed coming from the pump, confirming that it was operational.

Manufacturer narrative:
Pending completion of device analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue was found with the pump and therefore, the root cause of the alleged issue could not be determined. Internal complaint number: complaint (B)(4).